Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product - zimmer biomet right standard mandibular component catalog #:24-6545 lot#: 433470a, zimmer biomet 2.7x8mm ht x-drive screw catalog#: 91-2708 lot#: ni, zimmer biomet tmj system right fossa component, medium catalog#: 24-6560 lot#: 405310a, zimmer biomet 2.0x7mm fossa x-dr screw catalog#: 99-6577 lot#: ni. No product was returned because the devices remain implanted, therefore no functional testing or inspections could be performed. No medical records were provided. The non-conformance database (tipqa) was reviewed. No non-conformances were found for the mandible and fossa components. The root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00154, 0001032347-2022-00155, 0001032347-2022-00156, and 0001032347-2022-00157.

Event description:
It was reported that the patient has pain on the right-side of her jaw, feels tight, and she cannot open her mouth wide. She recently had surgery for esophageal cancer. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This report was submitted in error. The screws are ancillary items and there is no indication that the screws caused or contributed to the reported issue.

Event description:
No further event information available at the time of this report.